Event description:
Covidien eea auto suture circular stapler 28 mm- 3.5 mm would not attach to the anville connector piece required for anastomosis with bowel. This caused a significant delay within the procedure of almost 1.5 hours. Numerous attempts to make the connector piece and stapler lock was done. The covidien rep was contacted and a conference call was conducted in the o.r. The rep came into the hospital but that was a 45 minute wait. The suggested fix was to open a new eea stapler but the original connector piece needed to be back tracked out of the bowels and the new connector piece re-routed back in. The new stapler worked perfectly. The original stapler was saved for the vendor. The vendor was unable to determine what caused the failure for the parts to lock and work.